Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a confirmed 1st overdischarge. A power on reset (por) occurred, and an error code 0x3608 accompanied the por. A physician mode recharge (pmr) was performed to successfully clear the por and the error code. No diagnostic testing or troubleshooting was required. The cause of the overdischarge was a combination of non-compliance and equipment. Because of a broken pin from her recharging cord she wasn¿t able to charge. No symptoms or complications were reported. The patient was alive with no injury at the time of this report, was doing well, and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 355029, lot# n098138, implanted: (B)(6) 2007, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).